Event description:
A customer's family member reported getting an error-3 message on their freestyle freedom lite meter after sample application. The caller further reported the customer experienced confusion, nausea and seizure. Although the paramedics were called, no emergent treatment was provided. The customer reportedly self-treated with 2 aleve tablets, sugar and icing. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: during a troubleshooting with adc customer service, it was discovered the customer was applying blood before blood drop and test strip symbols display. The customer was educated on the proper testing technique and the error message issue was resolved over the phone.

Event description:
A customer reported to baxter (B)(4) a defect in the transfer set. The customer reported that the defect found was an unusual gapping between the lure lock and the body of the transfer set. The customer stated that the defect was found by the nurse during a bag exchange. There was no patient injury or medical intervention reported.

Manufacturer narrative:
The returned meter was returned and control solution testing was performed. The complaint is not confirmed. All results were within range specification and no errors were observed. No new issues were observed. This is a final report.